Event description:
Reportable based on additional information received on (B)(6) 2021. It was reported that balloon pinhole occurred. The 80-85% stenosed target lesion was located in the mildly tortuous and mildly calcified left subclavian artery. After an 8f long sheath was placed, pre-dilation was performed using a 5x30 balloon catheter. A 9.0x30x135 cm express ld vascular stent was then advanced to treat the lesion. During stent deployment, a contrast leakage from the balloon in the stent was noted which caused the stent to be unable to be deployed. A pinhole was noted on the balloon and the device was removed from the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.